Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what were the indications for surgery? Were there any calcifications in vessel? No. Was the device difficult to close? No. Were any noises noted? No. What was the approximate size of compressed vessel? Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Yes. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Yes. Was a full staple line deployed? No. Did the knife advance and return automatically? No. Approximately how far was knife indicator away from home position? Unsure. Was the knife able to be returned with reverse button? No. Were any staple formation issues noted? Yes. Was the reported bleeding pulsatile or oozing? Don¿t remember. What was the estimated blood loss and amount transfused? Did the event require a conversion to a thoracotomy? No. What is the current patient status? Good.

Manufacturer narrative:
(B)(4). Batch # t5cd2h. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Were there any calcifications in vessel? Was the device difficult to close? Were any noises noted? What was the approximate size of compressed vessel? Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Was a full staple line deployed? Did the knife advance and return automatically? Approximately how far was knife indicator away from home position? Was the knife able to be returned with reverse button? Were any staple formation issues noted? Was the reported bleeding pulsatile or oozing? What was the estimated blood loss and amount transfused? Did the event require a conversion to a thoracotomy? What is the current patient status?

Event description:
It was reported that during a video assisted thoracic surgery lobectomy, on the second firing of the stapler, with vascular reload, no buttressing material, stapler articulated, the stapler was fired across the pulmonary artery and locked out short of returning to the starting position. The doctor used the reverse button but there was bleeding at the specimen side, unknown amount reported. The doctor removed the instrument from the patient and bumped the patient side with another instrument, resulting in bleeding. An unknown amount of bleeding occurred, which required a blood transfusion. The doctor controlled bleeding by tying off the vessel. No additional devices were used to complete the procedure.